Event description:
Device malfunction: difficult to deploy/inaccurate delivery. Time of malfunction: during procedure. Symptoms/ae: medical intervention. It was reported that during the procedure, the absolute stent was deployed at the target lesion; however, the stent remained attached to the delivery system and was pulled through to the internal portion of the artery. The stent was able to be completely deployed, although not in the target lesion. Another unspecified stent was successfully implanted in the external iliac target lesion. There was no adverse pt effect. Though requested, no additional info was provided.

Manufacturer narrative:
(Off-label use of the device in the iliac artery) - the device is expected to be returned for eval. It has not yet been received. A f/u report will be submitted with all additional relevant info.